Manufacturer narrative:
The lens was returned dry, in a micro centrifuge vial. Visual inspection found haptic torn, foreign material on lens surface (brown growth on lens), and a piece of haptic missing. The patient's best corrected visual acuity (bcva) was 20/20 and uncorrected visual acuity (ucva) was 20/20. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2, -11.0 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.